Event description:
The customer reported a failed operational check on this device. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.